Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 348 and 320 was not reproduced. A review of the event history log revealed system error 348 and 320 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 348 (no upstream sensor poll) and system error 320 (latch switch error) during delivery in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.